Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an artifact in patient images. There was no report misrepresentation as a result of the artifact. A philips field service engineer (fse) confirmed there was no harm to a patient as a result of this reported issue. The fse visually inspected the system and found a failed compensator within a-plane collimator. The fse replaced the compensator to resolve the issue and the system was returned to clinical use. This issue has been determined not to be a reportable event.